Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the chemicals sat in the basin until it was drained by a service engineer. This event occurred during reprocessing involving an olympus endoscope reprocessor. There was no reported patient involvement.